Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample and one unused/companion sample were received at the plant for evaluation. No defect was observed during visual inspection and functional test. The used and unused samples were spiked into an in ¿house 1000ml solution bag. Both returned samples primed and flowed normally with no back flow noted. The reported condition was not confirmed. The samples were working within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow across the check valve of a clearlink continu-flo solution set during infusion. The reporter stated that the potassium phosphate from the secondary bag backed up into the primary bag, which had been filled with normal saline. It was further reported that the primary bag had emptied and then had begun to fill back up with the solution from the secondary bag. The device was being used in a setup with a baxter secondary set and a sigma spectrum pump. The nurse kinked the primary tubing below the bag to stop the backflow. There was no patient injury or medical intervention associated with this event. No additional information is available.